Event description:
Olympus (oit) was informed that the customer camera head has a defective image, ¿compromised image¿. The reported problem was found during inspection before use. No death, injury or harm was reported.

Manufacturer narrative:
The device was returned to olympus reginal repair center. The service inspection confirmed the customer¿s reported defective image, almost no visible image due to a defective charged coupled device (ccd) unit and circuit board. Additionally, the coupler is worn out and the focus ring in a stuck position. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a faulty charge-coupled device and circuit board. The specific root cause of the faulty charge-coupled device and circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.